Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported that the serter was not working. Customer's blood glucose level was 518 mg/dl. She took a correction through the insulin pump. The device was not returned.